Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.50/+2.5/171 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2024. The lens was explanted on (B)(6) 2024 due to low vaulting, with lens rotation and refractive surprise. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in microcentrifuge vial. Visual inspection found the lens optic torn. Dimensional and refractive verification were performed and the lens was found to be in specification. Claim # (B)(4).